Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated after a few seconds. A visual inspection was performed and it was observed the distal end of the tube presents damage, that allows air to leak from the lumen. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while checking the cuff, cuff failure was noticed; the cuff had a pin hole. Customer indicated there was no patient involvement with this event.

Event description:
Medtronic received a report that while checking the cuff, cuff failure was noticed; the cuff had a pin hole. Customer indicated there was no patient involvement with this event.